Event description:
It was reported that (1) er320 device was used during an unknown procedure. It was reported by the rep that during the procedure the clip applier was fired and after firing it would not release. It is unknown how the case was completed and there was no consequence to the pt.